Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the site reminder intermittently did not annunciate as expected. Review of the pump data logs with tandem technical support verified that the site reminders declared as expected until 6/11/2018. Multiple attempts were made to obtain the recent pump logs from the customer; however, the customer declined to provide. There was no reported impact to the customer's blood glucose level.